Event description:
A customer reported an issue during the load sequence where no insulin drops were visible at the end of the tubing in the fill tubing step. There was no adverse impact on the customer¿s blood glucose level. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.